Event description:
Additional follow-up identified surgical intervention was undertaken wherein the ipg was explanted and replaced with a new model due to the issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg would not communicate with external devices and was later confirmed inoperable due to failure to use or recharge their scs system in approximately 2 months. As a result, surgical intervention is planned to address the issue.